Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states brake is not working. No serial number provided. Part number, (B)(4), is for either a lynx 3 or 4 transaxle. MDR filed.